Event description:
It was reported that during implant an impedance check was done with error codes (highlights on all but two electrodes) and only 75% showed high impedance. The physician attempted to advance the lead into the device multiple times and it would not advance. The physician tried another battery and said that he could not get the lead all the way in the last battery and felt that was the problem. It was noted there was good impedance with the new battery. There were no patient symptoms/injuries related to this event. Subsequent information received reported that there was no patient injury and the patient recovered without sequela. It was noted that because could not get lead into device, could not get a clear impedance report. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the device, serial number # (B)(4), found that the device had needle strikes at the rear of the connector port, damage to the balseals, and a set screw backed out too far.

Manufacturer narrative:
Product ID 3889-28, lot# va0199d, implanted: (B)(6) 2012, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.